Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient suffers from an infection surrounding the implant; the implant migrated. The infection started around (B)(6) 2017.

Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the device was explanted for medical reasons, namely an infection at the implant site. According to the information received, the patient had a head trauma with hematoma development at the implant site. One common complication of all hematomas is the risk of infection. Based on the scarce information received, a secondary infection of the reported hematoma seems likely. Additionally, a migration of the active electrode is suspected. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process.

Event description:
The recipient suffers from an infection surrounding the implant; the implant migrated. The infection started around (B)(6) 2017 after a direct head trauma which caused a hematoma.